Manufacturer narrative:
(B)(4). H6: mechanical (g04), head. D10: standard 40mm diameter bearing cat# 110031421 lot# 66725039. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient has had a history of multiple revisions of a right reverse shoulder that was initially implanted approximately 6 years ago. The most recent revision occurred approximately 1 month ago, and the patient was scheduled to have another revision due to dislocation approximately 2 weeks ago; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided for this event, but other medical records were provided and reviewed by a healthcare professional and a timeline was created. Review of the available records identified the following: (B)(6) 2025; follow up ¿ patient reported his shoulder didn¿t feel right and as though it was out again with the clicking returned. (B)(6) 2025; follow up ¿ x-rays showed patient had again dislocated anteriorly ¿ ¿surgery is expected to be friday (B)(6) 2025, with procedure(s) and components dependent on culture results.¿ contributing factors of event: ¿ multiple revisions due to recurrent dislocation. Patient also reports he has a history of tha dislocations. A definitive root cause cannot be determined. Contributing factors of event: multiple revisions due to recurrent dislocation. Patient also reports he has a history of tha dislocations. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.